Event description:
It was reported that a revision surgery was performed 3 weeks post-op due to screws backing out of plate.

Manufacturer narrative:
Fyi. The plate involved in this incident was returned and is currently being evaluated; however, the screws were discarded and were not returned. Supplement will be filed when results are available.